Manufacturer narrative:
The service engineer (se) replaced the inspiratory flow (ifm) module printed circuit boards (pcb's). The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis: 2 ifm pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed and the ventilator failed the atmospheric calibration on one ifm pcb. The diagnostic logs were reviewed and error codes were found. An investigation was performed and the product analysis technician reported that the root cause for one of the ifm pcb was isolated to the barometric pressure sensor; the second ifm pcb root cause was isolated to a component mix accumulator pressure sensor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the atmospheric calibration on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.